Event description:
It was reported that during a pneumothorax procedure, the staple formation was not completed after reloading the 2nd cartridge. The same thing happened when using another one. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.